Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient experienced pocket discomfort and presented for a pocket revision procedure. The atrial lead exhibited high capture threshold, low sensing and an impedance issue. The lead was capped and replaced. The patient was stable post procedure and will be followed normally.

Manufacturer narrative:
A partial lead was returned in 2 pieces. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information states that the lead was explanted on (B)(6) 2019 due to an unrelated procedure. The patient was stable.